Manufacturer narrative:
Device was not returned. If additional information is provided, we will provide a follow-up report.

Event description:
The reported event relates to the inogen g5 portable oxygen concentrator displaying oxygen low issues. The patient, was using the unit when he suddenly had "a hard time breathing and his heart rate went up." They believe the unit was not producing any oxygen without any warning which led to him having a hard time breathing. They transferred him to use his stationary oxygen machine, but he was still having trouble breathing. They called 911 and they had to treated him with his "meds".